Event description:
The patient was unable to obtain readings from their cardiomems device. X-ray images were obtained and confirmed the sensor was in the same location but had rotated. It was determined that troubleshooting efforts had been exhausted and the site would monitor the patient by other means. There were no adverse consequences to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue was investigated but cannot be confirmed at this time. No device analysis results are available because the device remains implanted. The root cause was inconclusive. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.